Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an unspecified chemotherapy infusion was leaking at the filter. The patient felt moisture and the user noted 4 to 5 drops leaking from the filter. The user is not certain how long the tubing has been in use. There was no report of patient harm.